Manufacturer narrative:
H3-device evaluation: the lens was returned dry in a micro-centrifuge vial. There was residue/debris on the product. Visual inspection found that the haptic was bent and deformed. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk: race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -15.0 diopter, into the patient's right eye (od) on (B)(6) 2021. Reportedly, the lens was exchanged on (B)(6) 2021 with a same size, different diopter lens due to refractive surprise. The problem was resolved. The cause of the event is reported as unknown.